Manufacturer narrative:
The product was not returned for analysis; therefore, no cis product analysis could be performed. As a result, the complaint allegation of fiber break could not be confirmed. Record review revealed no additional information that would clarify the event. The labeling review confirmed that the IFU includes instructions and warnings regarding inspection of the fiber for damage and the risks associated with using a damaged fiber.

Event description:
It was reported that during the procedure, the laser fiber fractured while the physician was actively lasering inside the patient. The customer stated that, fortunately, no fiber fragments remained inside the patient. A new laser fiber from available stock was used to complete the procedure. There were no patient complications.

Event description:
It was reported that during the procedure, the laser fiber fractured while the physician was actively lasering inside the patient. The customer stated that, fortunately, no fiber fragments remained inside the patient. A new laser fiber from available stock was used to complete the procedure. There were no patient complications.